Event description:
Pt had stage 4 ovarian cancer. Came to hospital hypoxic, 82% on 2 liters. Took for cat scan came back normal. Port was infused with contrast. Pt became restless and went into respiratory arrest and had to be intubated. Chest x-ray confirmed extravasation in right chest cavity. Port was used for chemotherapy 6 times prior to event, the last time being (B)(6) 2013. Extravasation was gone after 21 hours and was confirmed by chest x-ray.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rewk0380 showed no other similar complaint(s) from this lot number. Facility originally believed that the pt's death was due to the pt's physical state. They reported the incident to the state and the state believes it was caused by the device.